Manufacturer narrative:
The investigation determined that the name of a patient sample tested on a vitros 5600 integrated system was mis-associated with the incorrect patient name and the incorrect assay was processed. The tsc determined that the cause of the event was user error due to improper sid reuse. The tsc referred the customer to the relevant sections of the vitros instrument user guides which describe how to properly manage sid¿s that were previously used and not processed to completion or deleted. If a sample is not processed to completion, the sample programming and associated demographics data are retained by the analyzer in a "pending" state, as per the design of the software. Re-using the same sid on a different sample without completion of the original request or deletion of the pending testing will cause the original information to be carried forward. In addition, the tsc recommended the customer configures the sid auto deletion feature on the vitros instrument, to help prevent reoccurrence of the issue. The investigation determined that the assignable cause of the event was user error due to improper sid reuse. The vitros instrument did not malfunction.

Event description:
The customer reported that a vitros patient sample result obtained using a vitros 5600 integrated system was mis-associated with the incorrect patient name and the incorrect assay was tested. Mis-associated patient results may lead to inappropriate physician action. The mis-associated patient result was not reported out of the laboratory and there was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).